Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j352 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j352 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A photograph was provided for evaluation. The photograph verifies the drive tube break as blood splatter is seen on the centrifuge chamber walls. The drive tube is twisted at the bottom of the centrifuge chamber near the drive tube clamp and is no longer secured into its upper and lower drive tube retainer clips. The upper drive tube retainer clip is open, indicating the drive tube may not have been properly secured into its retainer clip. A known cause of a drive tube break is when the bearing is not secured in its retainer it will move to the center of the drive tube, through centripetal force, and impact the chamber wall. A material trace of the bowl assembly, drive tube assembly, and its components used to build lot j352 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The drive tube break is verified based on the photograph provided; however, a root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 235 ml of whole blood was processed when the drive tube broke. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition and started a new treatment with a new kit. The customer returned a photograph for investigation.